Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the 900mr810 reusable adult breathing circuit was damaged near the distal connector. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: the customer reported that tubing on the 900mr810 adult evatherm reusable breathing circuit was damaged. Conclusion: without the complaint device we are unable to confirm the reported fault. If the complaint device was returned it would have been visually inspected for the reported damage. In addition, the bead width, bead height, film thickness, outside diameter and heater wire resistance would have been checked. All 900mr810 adult evatherm reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr810 adult evatherm reusable breathing circuit state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that the 900mr810 reusable adult breathing circuit was damaged near the distal connector. This was found prior to patient use.